Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Reporter stated the customer has experienced hyperglycemia above 300 mg/dl, and after changing the infusion headset, her blood glucose returns to normal. She has smelled insulin on her abdomen and alleges the infusion set has leaked. No adverse event was reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.